Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 12, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was inspected upon receipt confirming the presence of a discoloration inside of the reservoir lid. The discoloration was confirmed to be a build up of a silicone which is used in the cr filter assembly. A representative retention sample was reviewed and it was found to have a similar buildup on the reservoir lid. A general training has been conducted with production staff to raise awareness to this issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the top of the reservoir looked discolored, like it has glue in it. No patient involvement.